Event description:
Customer states needle bent after activation of the safety.

Manufacturer narrative:
Complaint statement (B)(4): no date of the event could be obtained from the customer. No samples were received for evaluation. Customer picture was received. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.